Event description:
It was reported that the pt turned her stimulation off and was downstairs in her laundry room. She placed the programmer on the dryer. When she came back up and wanted to turn the stimulation back on, she saw all the green lights, but got triple beeps when trying to increase or decrease the stimulation and had no stimulation sensation and a lack of therapeutic effect. Additional info received reported that the pt was seen in the doctor's office ((B) (6) 2009). There was a power-on-reset (por) noted, but no code was seen. The por was cleared and the battery reset. The following weeks, the pt called noting the stimulation worked for a couple of days then failed again. It was felt that the battery was at end of life (had been approximately six yrs and was used most of the time). The pt was referred to a neurosurgeon for eval.

Manufacturer narrative:
(B) (4).